Event description:
It was reported a spectrum pump alarmed door not fully latched. This condition reportedly occurred during routine testing, and there was no associated patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported door not fully latched alarm was confirmed and reproducing during the device investigation while attempting to load a set. The evaluation determined that the force required to close the door was above expected levels, causing the reported symptom. The door hooks an latch pins were replaced to correct this condition.